Event description:
It was reported the patient developed an epidural hematoma following a trial implant procedure. The physician placed the lead approximately midline. It was noted the patient had some stenosis and experienced some discomfort while the lead was advanced. The patient received effective stimulation post-operatively. Driving home the patient called and reported extreme pain in her back which wrapped around to her torso. The patient was instructed to go to the emergency room where the physician explanted the lead and addressed the hematoma. The patient's condition has improved and she was discharged on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.